Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 23 mmol/l (414 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated while swimming the adhesive separated from their arm, resulting in the cannula dislodging. As treatment a new pod was applied.